Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt's device was not responding when trying to communicate with the implant. The pt stated that a few times they were able to get it to connect and they noticed the stimulation had turned off on it's own. The pt said they turned it on, but then later checked it again and it was off again. Now they couldn't get it to connect at all. The pt states their doctor told them to contact the manufacturer. This issue had really started since the second day they got their current implant. The pt confirmed on the call seeing device is not responding and to place the communicator over the implanted device. The pt states they have not charged the communicator since they've received it since they didn't know it needed to be charged. Patient services recommended charging the communication until 100% charged and to try communicating again. The patient was going to charge up the communicator until they see a solid green light and were going to try again. If issues continues, they were going to call patient services back. There were no patient complications reported as a result of this event.